Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the internal universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
This medwatch report was inadvertently submitted for manufacturer report number 8020893-2017-00245.